Event description:
On (B)(6) 2011, pt reported he smelled insulin so he checked his infusion site and it was leaking. Pt stated upon removing the infusion site, he noticed the infusion set cannula was bent. Pt reported he inserted the infusion site on (B)(6) 2011. Pt stated his blood glucose was rather high this morning with a reading of 280 mg/dl. Pt's normal blood glucose range is 70-90 mg/dl. Pt reported he noticed when he attempted to bolus that the insulin was pooling at the infusion site and it just didn't feel right to him. Pt stated that is when he discovered the leak from smelling insulin. Pt reported he did hear an audible click when he connected the infusion headset to the infusion tubing. Pt stated he uses the insertion assist device to insert the infusion sites. Pt reported no error message displayed on the infusion device other than a low battery error message today. Pt stated he changed the battery and the error message went away. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.